Manufacturer narrative:
On 13 october 2022, the distributor reported the additional information: a pump evaluation was performed and confirmed pump functioned as intended. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation performed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge change error occurred. Customer¿s blood glucose level was 160 mg/dl. No additional patient or event information was available.